Event description:
During a redo right sided l2-l4 hemilaminectomy/discectomy surgery, the tip of the nerve hook during dissection broke off. Despite efforts to locate the tip in the surgical field and off the surgical field including suction manifold and x-rays during the remainder of the procedure, we were unable to locate it. X-rays completed and no foreign body present.